Manufacturer narrative:
This information was not provided during the initial report. Additional information has been requested. Implant date reported as (B) (6) 2008. The investigation could not be completed, no conclusion could be drawn, as no product was returned. A device history record review has been requested.

Event description:
Patient status post pdc implantation level c5-c6 returned to surgeon complaining of pain. Surgeon noted bone spurs causing radiculopathy. Surgeon removed pdc hardware and revised the patient to fusion.